Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the silicone insulation from the tip of the hemopro jaw detached from the device and fell into the pt's leg. The piece was retrieved through the original incision using the hemopro device. The incision did not need to be enlarged. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).